Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was implanted with an implantable defibrillation lead as well as an right ventricular (rv) lead pacing lead which was plugged into the left ventricular (lv) port. Approximately a week after the procedure, pacing inhibition was observed on telemetry. It was reported the patient is pacer dependent and two episodes of noise were stored. Boston scientific technical services (ts) discussed the leads may be hitting each other resulting in the noise. Fluoroscopic evaluation was being considered. No adverse patient effects were reported.